Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a removal of the ureteral stone procedure on (B)(6) 2013. According to the complainant, during the procedure, the aiming beam was not visible. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
Event of fiber broken within the connector. Visual examination reveals that the exposed glass tip measures 4.0 mm and appears unused. Functional analysis reveals that the aiming beam exiting the distal tip is bright, clear, and round and has a bulls-eye pattern. Effective transmission measures 52.6% indicating that the fiber is broken within the connector.